Event description:
Customer reported that he received a no delivery alarm. Customer stated he changed the infusion set and reservoir and 4 hours later received the alarm. Customer was advised to disconnect at the quick release and perform manual prime; insulin did not exit and pump alarmed no delivery. Customer was then instructed to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit with plunger push. Customer at the end stated he believes he may have forgotten to fill the reservoir with insulin. Blood glucose value is 342 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.